Manufacturer narrative:
The pump was received with a button error alarm and had unresponsive act and up buttons due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error and they are unable to clear it. It was stated that customer wears the insulin pump in their pocket. The blood glucose reading was 9.7 mmol/l. The insulin pump will be returned for analysis and the customer will be sent a loaner insulin pump. The customer was advised to contact a health care professional about receiving a new insulin pump.